Event description:
The customer reported that the device was "showing the wrong values" and a serious injury occurred. No further info was provided.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.